Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that phaco power did not properly worked during a procedure. The procedure was completed using the same system with no patient harm, but a 40 minutes delay until the system could be used. Additional information has been requested but not received. This is one of two reports being filed for the same facility. This report refers to the second patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative did not mention finding and system messages that would be attributes to the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. The diathermy printed circuit board (pcb) was returned for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system. No system messages (sm) displayed upon boot up. The sample was found to meet relevant specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).